Event description:
Edwards received information that this bioprosthetic valve, implanted five (5) years, six (6) months was explanted due to calcification. It was reported that patient was receiving triple therapy (haart) for aids which reportedly was thought, but not confirmed, to contribute to this event. There were no adverse patient effects as a result of the replacement.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative the explanted device was not returned to edwards for analysis; therefore, the clinical observation could not be confirmed. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.